Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The device was unable to perform the idle current test, run the current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, priming test, no delivery test and displacement test due to blank display. The display anomaly was unable to be verified due to blank display. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, broken reservoir tube lip, missing end cap sticker and broken belt clip slot.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 297 mg/dl. Troubleshooting for blank display was performed. Customer advised they woke up and the entire display screen was blank. Customer replaced the insulin pump with a new battery and the display returned. Troubleshooting was able to resolve the issue. Customer advised the reservoir chamber had a piece missing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.